Event description:
As md was tightening screw intraoperatively, it wouldn't go further, but would back out with tension. Screw broke cleanly, leaving shaft in bone. It is unclear if all fragments were retrieved (two threads may be left in). Md states fragment was removed. The user facility indicates the device was sent back for eval. Risk coordinator was contacted to track the location of the device. Info in 8/2004 indicates the item sent "return receipt" via us mail without a tracking mechanism, current device location is unknown. This device is used for treatment.